Manufacturer narrative:
The field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the fan filter to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The philips field service engineer (fse) evaluated the device and reported the 1009 (vent inoperative pressure regulation high) alarm error. The alarm code 1009 started on 2/11 and 2/18. The fse was dispatched on site and confirmed the reported problem. The fse pulled a diagnostic report. The log was already cleared & pm pcba was already installed by another fse. The ventilator was run continuously with the lung for 45mins. There were no alarms. Pulled another diagnostic report, which showed no errors. The system fully met the specification and was returned to use. Upon further investigation, the issue was found during the testing of the device. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a pressure regulation high alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.